Event description:
This ra lead was implanted on (B)(6) 06, and was explanted on (B)(6) 11, due to a lead fracture. The physician was dr. (B)(6) at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).